Event description:
The customer stated that after she went swimming with the insulin pump, the display went blank. The reported blood glucose reading was 130 mg/dl. The customer stated that after she inserted a new battery, the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly and the motor.